Event description:
On (B)(6) 2011, consumer used the (B)(6) liquid bandage applicator - 12 - wi number (B)(4) and upc number (B)(4), and claims to have a toe amputated due to an infection. On (B)(6) 2011, the consumer was contacted three times as an attempt to investigate this complaint. The consumer did not respond to any of our correspondence. We could not obtain enough info to determine whether or not the product used resulted in the alleged injury. Dose or amount: 2 drops.